Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that valve implantation began in the middle of the pigtail catheter.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to dislodgement, the implant depth was 4 mm. Following the dislodgement, the depth was 20 mm. The patient's pre-existing pure aortic insufficiency contributed to the dislodgement. Subsequently, the patient underwent surgery to reposition the dislodged valve.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a comprehensive review of intraprocedural fluoroscopic cine images was conducted. The patient¿s executive summary was unavailable, limiting the ability to perform a thorough anatomical assessment. A notable finding was the presence of aortic regurgitation prior to valve implantation; however, this may be attributable to the stiff guidewire traversing the aortic valve. Fluoroscopic inspection of valve loading confirmed an appropriate load. The valve was deployed just prior to the point of no recapture, with depth assessment performed exclusively in the left anterior oblique (lao) view. The estimated depth was approximately 6 millimeters (mm) at the non-coronary cusp and 8 mm at the left coronary cusp. According to the evolut pro+ instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, recapture should be considered. In this instance, recapture was indicated; however, the valve was released. Subsequent angiography demonstrated valve migration towards the ventricle and revealed significant aortic insufficiency on fluoroscopy. As stated in the IFU: potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a double-lumen catheter was placed in the patient's right internal jugular vein. A 5 french (fr) introducer sheath was then inserted into the right subclavian vein for the placement of a temporary pacemaker electrode in the right ventricle. Next, a 20-gauge catheter was inserted into the patients right radial artery, to monitor the patient's blood pressure, and a size 16 foley indwelling urinary catheter was placed. A left femoral artery puncture was then made with a 6 fr introducer sheath. A 5 fr pig tail catheter was then positioned in a non-sinus via the left femoral artery with the aid of a j-tipped teflon guidewire and a hydrophilic guidewire. Under ultrasound guidance, coronary puncture of the right femoral artery was completed. An 8 fr introducer and a non-medtronic suture-mediated closure and repair (smcr) system were then inserted. Next, a double-curved non-medtronic extra-stiff guidewire was placed in the left ventricle through the right femoral artery with the aid of a non-medtronic catheter, teflon-coated straight tip guidewire, and a 5 fr pig tail catheter. The originally placed 5 fr introducer sheath was then replaced with a 16fr sentrant introducer sheath. The valve was then positioned with the aid of echoca rdiography and aortography and deployed in the aortic position under rapid pacing at a heart rate of 160 beats per minute (bpm). Control aortography was then obtained which revealed that the valve had dislodged ventricularly. In response, an attempt to traction the valve towards the aorta was made with a non-medtronic balloon, which was ultimately unsuccessful. A transesophageal echocardiogram was then obtained which concurrently reflected a dislodged valve with mitral valve interference. The delivery catheter system (dcs) was then removed. Aortography via the right femoral access using a mammary catheter and hydrophilic guidewire was then obtained, which showed no abnormalities. A local compression dressing was then applied. It was then decided to convert the procedure to a surgical correction of the complication.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.